Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since date of implant (doi) she hasn't had therapeutic effect from her implantable neurostimulator (ins). Pt said that she first met with a manufacturing representative (rep) shortly after doi and met with two other reps after that and she wasn't able to feel therapeutic effect. She said that since doi the area of her ins "hurt" and she said that when she would open the door to get milk at the grocery store she would feel a "shock". Pt said that she stopped using her spinal cord stimulator (scs) in 2016. On (B)(6) 2020 the patient had her ins removed and her health care provider (hcp) told her that her lead was implanted "too high" in her back/neck area and the reason for the patient's scs is for her lower back and legs the patient believes this is why she didn't have therapeutic relief. Pt said that due to her lead being implanted incorrectly her hcp wasn't able to remove the lead so the patient still has her  lead implanted.